Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (12/2021)

Event description:
It was reported that during an angioplasty procedure, the catheter was allegedly broke and the device was making a weird noise. It was further reported that the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history report was conducted and the results showed that this is the only complaint for this lot number to date. Therefore, a device history record review is not required. Investigation summary: one crosser s6 cto recanalization catheter was returned for review. Visual evaluation of the crosser revealed a catheter detachment at the distal end of the device. Therefore, the investigation is confirmed for detachment of device or device component. No functional testing was performed due to the condition of the sample, therefore, the investigation is inconclusive for noise audible. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 12/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the catheter was allegedly broke and the device was making a weird noise. It was further reported that the procedure was completed using another device. There was no reported patient injury.